Event description:
It was reported that the needle sp s/su 25ga 4-11/16in whitacre experienced cannula breakage during use.

Manufacturer narrative:
Investigation: a review of the device history record was completed for material 409442 lot 7314624. The manufacturing records were reviewed for the incident lot and no discrepancy or related non-conformance were identified that could have contributed to the reported condition. No incidents related to broken needle were reported during in-process or final inspections. No pictures or samples included as of (B)(6)2019 in the complaint record. The root cause of the broken needle during anesthesia procedure can¿t be confirmed or correlated with manufacturing processes at this moment.

Manufacturer narrative:
Per additional information received, the relevant tests/laboratory data information has been updated. Relevant tests/laboratory data: x-ray performed to determine location of needle potion broken in patients back. Spinal surgery consultation scheduled to determine whether surgery will be needed. Customer's response to information request stated that the originally scheduled procedure was completed as intended and the broken piece was removed during an additional surgery. Date of event was provided as (B)(6) 2019.

Event description:
It was reported that the needle sp s/su 25ga 4-11/16in whitacre experienced cannula breakage during use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle sp s/su 25ga 4-11/16in whitacre experienced cannula breakage during use.